Event description:
Litigation papers allege the patient has significant discomfort, pain, stiffness, loss of motion, and, upon information and belief, loosening and/or dislocation of the hip, all of which results in difficult and painful mobility and ambulation, all of which is ongoing, and has or is at risk for metal toxicity from this implant, and needs ongoing care and treatment. It is further alleged the patient will have to undergo revision surgery. Update- on (B)(6) 2011 the patient was revised because of dislocation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.